Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient provided medical report which reported the following events relating to their left side device: capsular contracture baker grade iii, "double bubble phenomenon", ¿fibroadenoma¿, ¿3 lumps in the scar area¿, ¿nodular structure of both breasts¿, "suspicion of oil cyst¿ and ¿palpable implant edge¿. Device remains implanted. The event of "suspicion of oil cyst¿ is considered not device related.